Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore ,we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, "the physician was preparing to insert the mic-key g-tube into the peel away sheath and noticed that air was infiltrating into the subcutaneous tissue in the abdominal area. The procedure was aborted. The laparotomy incision was sutured closed. The patient was then transported to the radiology department for an immediate CT scan of the abdomen. The manager stated that the patient was stable and in good health." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record # (B)(4).